Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced high blood glucose. The caller reported that the customer received a motor error alarm during bolus delivery. The customer's blood glucose was 483 mg/dl at the time of incident. The customer's blood glucose was 310 mg/dl at the time of call. The caller stated that the customer were able to rewind the insulin pump. The caller stated that the drive support cap appeared normal. The caller stated that the insulin pump was not exposed to high magnetic fields. The caller performed displacement test and the insulin pump passed. The caller performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.